Event description:
Discrepant advia 1200 theophylline results were obtained. The customer does not know if questionable patient results may have been reported. It is unknown if there was patient intervention or adverse health consequences to the discrepant theophylline results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Evaluation of the instrument and instrument data indicate that the cause for the discordant theophylline results was due to an incorrect setting for the sample reaction volume. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.